Event description:
This is a pt who was undergoing a physical therapy treatment with a chattanooga tens unit. He sustained a possible 3rd degree burn about 10 x 6 mm on the right lower lumbar area, with dark grayish discoloration and a group of blisters represent 2nd degree burn around the area. The unit was turned up to the pt's tolerance.